Event description:
It was reported that during a lap gastric bypass procedure, the surgeon, was using a white reload to fire across the mesentary and the device fully cut, but did not staple on the side. Another device was used to complete the procedure. There was no patient consequence. One device will be returned along with a video tape of the procedure.